Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon (no image) is likely due to ccd (charge-coupled device) unit damage by physical stress on the insertion section during user handling. In addition, the a-rubber and c-cover falling off is also likely due to physical stress on the insertion section during user handling. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscope." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statement found in the instructions for use" "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the bending section cover (a-rubber) and plastic distal end cover (c-cover) were found to be detached at distal end. The device evaluation revealed the following findings: the exera data verification had no data transmission; leak test failed; switch #1 to switch#4 not working; insertion tube had multiple dents; very low angulation; and the adhesive bending section cover (a-rubber) was missing at distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed no image. The issue was observed during preparation for a diagnostic bronchoscopy with lavage. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.